Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock due to suspected right ventricular lead dislodgement and oversensing. It was noted that the right ventricular lead exhibited no capture, low high voltage lead impedance and was sensing atrial signals. The physician attempted to reposition the lead; however, the helix could not adequately be retracted and extended in an appropriate fashion. The lead was explanted and replaced. Patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.